Event description:
It was reported by the customer's mother that she had been hospitalized for high blood glucose levels on (B)(6) 2013. Customer had been throwing up and inconsistent blood glucose level readings brought on by diabetic ketoacidosis. Blood glucose level was over 600 mg/dl at time of hospitalization. Customer 's mother stated she had taken her daughter off the insulin pump several months prior due to device alarming no delivery. Informed customer no delivery alarms occur because of numerous reasons and to always contact us to troubleshoot. Customer currently being treated with manual insulin injections. Blood glucose level was 186 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.